Manufacturer narrative:
The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input in the infirmary. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
The date the device was returned to manufacturer was 12/12/2017. Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device turns off and on without user input which was reproduced. Evaluation reproduced the reported symptom by observing the device to power off and on by applying pressure to the battery module. Physical inspection found the cause to be battery contact pins on the rear case to be depressed. A review of the event history log found the presence of "improper shutdown!" On the final days of customer use in the log. The reported symptom was verified. The battery contact pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.